Manufacturer narrative:
Conclusions- device discarded, unable to follow-up, device not returned, an evaluation will not be performed, no conclusion can be drawn. Although the complainant has expressed dissatisfaction with the design of the product, she has indicated that the device has been disposed and will not be returned. Consequently, an evaluation cannot be performed and the manufacturer is unable to determine a root cause for the reported device event. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found that no other complaints have been reported from this lot. The march 2007 rolling 15 month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a male patient (age unknown) underwent an endoscopy procedure during which the physician used a bsc speedband multiple band ligator device. It was reported that during the procedure, more than the desired number of bands deployed at once. The ligation procedure was completed using the speedband device; however, it was also reported that the patient returned for treatment of a "massive hemorrhage" the following day. The hemorrhage was successfully treated using sclerotherapy. No other patient complications or interventions were reported to have occurred. The physician has reported that the "massive hemorrhage" was "due to band slippery" because "they are unlike the wilson & cook that (they) have always used".